Event description:
After 7 years and 5 months from the primary x-rays showed stem loosening. The stem was easily removed and the surgery concluded succesfully. Head and liner were also revised per standard procedure.

Manufacturer narrative:
Batch review performed on 20 june 2025: lot 170030: (B)(4) items manufactured and released on 18/05/2017. Expiration date: 08/05/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: a revision surgery was performed approximately seven and a half years after the primary tha due to stem loosening. The available radiographic images reveal radiolucent lines, predominantly around the proximal portion of the stem, along with cortical thickening at its distal end. Aseptic loosening is a well-documented complication in the literature, frequently presenting with a multifactorial or unclear etiology. In this case as well, the precise cause of failure cannot be definitively established based on the available clinical and radiographic data. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.